Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to patient injury if the clip comes in contact with the atrial wall. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the left atrium without reported issue. Upon m-knob application, the clip would steer in an unexpected direction. The cds was pulled back into the steerable guide catheter (sgc), and then re-advanced and re-positioned. Again, upon application of the m-knob, the unexpected steering would occur. The cds was removed from the anatomy. Two other mitraclips were implanted without reported issue, reducing the mr to 1 with good results noted. There were no reported adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported sleeve steering issue was not confirmed via returned device analysis, as functional testing confirmed that the steerable sleeve functioned as intended. The investigation was unable to determine a definitive cause for the reported sleeve steering issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.